Event description:
Same case as MDR ID # 2134265-2013-06800. Reportable based on analysis completed on (B)(4) 2013. It was reported that an inflation issue occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 16mm in length, concentric, de novo target lesion was located in the severely calcified, mildly tortuous and 3.5mm in diameter left circumflex artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using an unspecified balloon catheter. The stenosis immediately after predilation was 85%. Then the 3.5mm x 16mm promus element stent was advanced to the lesion. The stent was attempted to be deployed but it could not fully appose to the vessel wall. A 12mm x 3.5mm quantum maverick balloon catheter was advanced to dilate the 3.5mm x 16mm promus element stent, but the stent still could not appose to the vessel wall. Then a non bsc balloon catheter was used to dilate the 3.5mm x 16mm promus element stent and the stent was fully apposed to the vessel. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood on the outer surface of the shaft and balloon. There was blood in the wire lumen. The balloon was tightly folded. The hypotube was separated 77cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Functional testing was performed by connecting a new tuohy, stopcock, and inflation device (filled with water) to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).